Manufacturer narrative:
Correction: initial reporter updated to proper value. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the gantry door of the imaging system would close, but the system displayed the door was open. The covers of the gantry were removed and found that the door switches were adjusted to restore functionality. Additional adjustments to the door mechanism were made. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the rotor of the imaging system would not rotate for anterior posterior (ap) and lateral image acquisitions. There was no patient present when this issue was identified. No additional information was provided.